Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
It was reported that the customer fell on her insulin pump and damaged the insulin pump. The customer's blood glucose was 226 mg/dl. The customer stated that the screen of the insulin pump was almost cracked and had a dark circle on the upper right hand side of the screen. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.